Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that when an rt240 adult dual-heated evaqua breathing circuit was placed on a patient "very quickly it became apparent that there was a problem as the circuit couldn't hold peep and they found a pinhole in the expiratory side". It was further reported that the complaint breathing circuit "was quickly switched out for another without further incident. The circuit in question had already been setup on the ventilator in the storage room so it is possible that the circuit could have been damaged in the storage room or when the ventilator was being transported to the patient". No patient consequence was reported as a result of this incident.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that when an rt240 adult dual-heated evaqua breathing circuit was placed on a patient "very quickly it became apparent that there was a problem as the circuit couldn't hold peep and they found a pinhole in the expiratory side." It was further reported that the complaint breathing circuit "was quickly switched out for another without further incident. The circuit in question had already been setup on the ventilator in the storage room so it is possible that the circuit could have been damaged in the storage room or when the ventilator was being transported to the patient." No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt240 adult dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The complaint evaqua expiratory tube of the rt240 adult dual-heated evaqua breathing circuit was not returned to fph in (B)(4) for inspection. Without the actual device, we are unable to conclude definitively the root cause of the reported fault. All rt240 adult evaqua breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the subject evaqua expiratory tube was damaged post-production. (B)(4). The user instructions supplied with the rt240 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Verify that ventilator alarms are set to detect loss of pressure and over pressure." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."